Event description:
Percutaneous feeding tube placed in interventional radiology. Feedings began the following day. Approximately 4 1/2 hours later the patient was vomiting. The feedings were placed on hold for a dislodged peg tube. The physician feels that the peg tube should not have become dislodged nor should the balloon have deflated. The patient developed peritonitis requiring a return to surgery for an exploratory lap.